Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th,10th 11th, 12th 13th and 14th distal stent segments with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
The physician was intending on using an endeavor resolute rx coronary drug eluting stent system in a patient's distal rca with no tortuosity and severe calcification, and 90% lesion stenosis. No abnormalities reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and no excessive force was used during the delivery. It was reported that the stent failed to cross the lesion and so, was not used to complete the case. The physician completed the case with another manufacturer's product. The patient is alive with no injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned device showed stent deformation.